Event description:
Rnl peripheral stents deployed. Final angiography showed good flow without evidence of thrombosis, dissection of aneurysm. Hours later, pt developed right le numbness and pain. Returned to cath lab for angiogram. Noted decrease flow right le. Emergently to or. Pre-op dx acute occlusion right femoral artery, removed foreign body.

Manufacturer narrative:
Analysis of the 7x59mm balloon yielded a proximal balloon cone torn 360 degrees approx halfway between the base of the neck and the dilatation zone. The catheter shaft had necked down and snapped under the distal cone. Shaft material was present in the distal balloon weld and all three lumens (two inflation lumens and one guide wire lumen) were clearly visible. When attempting to duplicate the issue using new devices, we were not able to duplicate. It appears that excessive force was used. Without additional info from the site we cannot determine what caused the tear. It should be noted that the deployment of the 7x59mm stent occurred without incident, indicating that the balloon integrity is not suspect. After reviewing our quality records for these lots, there were no defects or abnormalities found. Additional lot #: 10461214. Additional expiration date: 02/2011.